Event description:
Same journal article as MDR# 6000093-2006-01167, 6000093-2006-01169, 600093-2006-01170, 6000093-2006-01182. An article from the american journal of cardiology, "failure to retrieve undeployed paclitaxel-eluting coronary stents", by marco roffi, md (am j cardiol 2006;97:502-505), observed difficulty in retrieving undeployed coronary drug eluting stents and stent damage in retrieved stents. In a retrospective study, the authors observed difficulty in retrieving undeployed taxus express2 drug eluting stents in 11 cases. In 4 of the 5 cases where the stents were retrieved, stent damage was observed. The sizes of these stents were 2.5x12mm, 3.0x12mm, 3.5x8mm, 2.75x16mm, 2.75x16mm, 2.5x16mm, 3.5x16mm, 3.0x24mm, 3.5x16mm, 2.5x20mm, and 2.75x16mm. (The taxus express2 stent sizes 2.75x16mm, 2.75x16mm, 2.25x16, 3.5x16mm, 3.0x24mm and 2.5x20mm have been previously reported on). All guide catheters used were medtronic launcher 6 fr catheters and the guidewires used were guidant extra support floppy ii, balance middleweight, balance heavyweight or medtronic cougar xt and johnson & johnson reflex. The article stated "...a common denominator was the presence of severe vessel calcifications and/or vessel tortuosity that forced the operators, despite balloon predilation, to perform multiple stent advancement attempts." In 3 of the cases not previously reported on, (stent sizes 2.5x12mm, 3.0x12mm and 3.5x8mm), the stent remained in the pt and the pt outcome was "uneventful". In the other two cases not previously reported on, (stent sizes 3.5x16mm and 2.75x16mm), the stent was retrieved and the patient outcome was "uneventful".

Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined and a similar complaints review could not be performed. The cause of the difficulties experienced during the procedure could not be determined.